Manufacturer narrative:
Investigation summary no customer samples and no photos were returned by the customer in support of this complaint. Therefore, 10 retention samples of each lot from the bd inventory were functionally tested and the indicated failure mode of overfill was not observed as samples met specification. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because no samples were returned to be tested and the defect was not observed in the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes have been overfilling. Not sure who I am to contact here but the last order of blue tops have been filling all the way up to the cap, have you heard of any recent issues with the blues doing this? Please let me know.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #:1040874, medical device expiration date: 2021-11-30, device manufacture date: 2021-02-09. Medical device lot #: 1074688, medical device expiration date: 2021-12-31, device manufacture date: 2021-03-15. Medical device lot #:1040875, medical device expiration date: 2021-11-30, device manufacture date:2021-02-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes have been overfilling. Not sure who I am to contact here but the last order of blue tops have been filling all the way up to the cap, have you heard of any recent issues with the blues doing this? Please let me know.